Manufacturer narrative:
Device lot number not available. Device manufacturing date is dependent on lot number, therefore, unavailable. Return requested. Replacement tap 4.5 shipped to site 06/15/2016. No parts have been received by manufacturer for analysis. On 06/16/2016 a medtronic representative, following-up at the site, reported the 4.5 ttap tip broke into the patient¿s anatomy while tapping. The surgeon was able to retrieve the part remaining in the anatomy. No fragments were left in the patient anatomy. No further issues have been reported.

Event description:
A site representative reported that, while in a spine procedure, their solera calculated 4.5 tap was broken. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy reported. There was no impact on patient outcome.

Manufacturer narrative:
Lot number and device manufacture date provided. The hardware investigation of the returned tap found that the reported event was related to a physical damage issue caused by the user. As reported, the tip of the instrument is broken off. It appears that the instrument had been hammered causing the tip to separate, balloon, and then break off. The reported event was confirmed. This issue was documented in a medtronic navigation hardware anomaly tracking database.